Manufacturer narrative:
Section h10: (h3) as previously mentioned, according to exactech¿s surgery database, the patient underwent left total hip replacement surgery on (B)(6), 2017. As reported, this 72 y/o male patient was experiencing pain. The gxl liner had worn out and there was a tremendous amount of bone loss. The surgeon revised the acetabular component. The revision reported may have been the result of a combination of the risk factors, such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), the use of nylon vacuum bags without evoh, and/or surgical approach. However, this cannot be confirmed as the devices were not available for evaluation due to hospital policy and pre-revision radiographs were not provided. Patient was last known to be in stable condition following the revision surgery. H9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Manufacturer narrative:
Concomitant medical products: crown cup/intergrip cup (serial# (B)(4)); cocr fem head (serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 yrs postop the initial ltha, this (B)(6) y/o male patient was in pain. The gxl liner had worn out and there was a tremendous amount of bone loss. The surgeon revised the acetabular component. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.